Event description:
The granddaughter of an (B)(6) male patient called zoll customer support to report that the patient's electrode belt pins were bent. The patient was issued a replacement electrode belt.

Manufacturer narrative:
H3 device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon evaluation pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely the result of excessive force when the belt was being connected to the monitor. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.